Event description:
This patient experienced facial nerve stimulation when using the device, after falling and sustaining a blow to the head. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifications. Explanating/implantation sureger was completed successfully in '04.